Manufacturer narrative:
Product complaint # ==> (B)(4). Added d4(lot#), d9 and h4 investigation summary ==> the device associated with this report was returned for analysis. Examination of the physical product cannot confirm the complaint. The attune ps fem trial is not broken, however some cracks can be seen in the instrument depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "all attune femoral trials have fractured from repeated impaction. 5 of each side for a total of 30 replacements."